Event description:
Consumer reports running blood tests and did not feel they were accurate. Retested with a competitive meter. Analysis run on clark error grid using competitive reading (155) as ref. Point vs. Bd reading (31) yielded data points in the "c" range of the grid, outside acceptable range.